Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer that while reviewing log file data for a prior event, the data revealed power switching. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use during the reported event, (B)(4) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller log files revealed one premature power switching event due to a momentary disconnection involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the power switching event can be attributed to a momentary disconnection between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the battery was exchanged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery (bat217901) was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller log files revealed one premature power switching event due to a momentary disconnection involving bat217901. As a result, the reported event was confirmed. The most likely root cause of the power switching event can be attributed to a momentary disconnection between the controller and battery. If information is provided in the future, a supplemental report will be issued.